Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer found the cause and confirmed the low results was due to a tubing assembly. Service replaced the tubing assembly and that resolved the issue with the erroneous results. Instrument software version is 5.4. Beckman coulter internal identifier is (B)(6).

Event description:
Customer reported to beckman coulter one patient sample with erroneous results on their unicel dxc 600 pro synchron clinical system. Results were corrected with no change to patient treatment. No reports of injury or exposure. Quality control were within expected limits before and after this event.